Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/23/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 280 mg/dl (fasting); the customer did not remember when this result was taken and did not see it in the meter memory. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. Customer is pregnant. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer also stated that she is comparing the results of the truemetrix air meter against another handheld meter; actual meter to meter comparison results were not provided. During the call on (B)(6) 2018 , a back to back blood test was not performed by the customer. The product is not stored according to specification and is being stored in customer's purse. The test strip lot manufacturer's expiration date is 02/16/2019 and open vial date is december 2017. The meter memory was reviewed for previous test result history (customer is not concerned with the results of 77 or 85 mg/dl): (B)(6). The customer is concerned with this result: the customer is concerned with a result of 280 mg/dl (fasting), customer does not know remember when the result was taken and does not see it in the meter. The customer is not concerned with the result of 77 mg/dl or 85 mg/dl.